Event description:
It was reported that the impedances were out of range on left and right sides. Impedance values on the left: c 01 and 02 4026 ohms, c12 5873 ohms, c13 4216 ohms. Right c11 4107 ohms, 5348 ohms , 4191ohms , 8521 ohms. The implant had been on and it had not been off. The patient had a little itching at scalp, but no tingling in the last few weeks. It was noted there was no change in therapeutic benefit. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0ar0y, implanted: (B)(6) 2013, product type: lead; product ID 3389s-40, lot# va0ar0y, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).